Event description:
Outbound; pt reports that every time used cadd ms3 pump serial number (B)(4). It alarmed cartridge volume low with 0.6 ml of treprostinil left in cartridge. Ms3 cartridge lot numbers unk. Replacement sent with monthly delivery. No further details provided.